Event description:
Boston scientific received information that this communicator had power failure issues. The patient noted no recent storms or power outages. Furthermore, troubleshooting was unsuccessful. A replacement power cord was shipped while the communicator remained in service. No adverse patient effects were reported. The power cord was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the power cord was confirmed. The returned brick measured zero volts and the green led light was not lit on the power brick cord. The power brick case was discovered to be melted. The returned brick did not get warm in the lab and no further analysis was performed.